Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process. Customer¿s blood glucose level ranged from 146-160 mg/dl. Multiple cartridge changes were performed resolving the issue.